Event description:
The user facility reported that the coating on a visiglide guidewire tip was exfoliated. The following information was provided by the user facility: the attending physician noticed the damaged coating while inserting the guidewire into a video scope; the guidewire was changed out for a new one; and no patient involvement occurred.

Manufacturer narrative:
(B)(4). Results - based upon evaluation of user facility information and the returned sample; based upon testing of undamaged sections of the returned sample. Conclusions - based upon evaluation of user facility information and the returned sample; based upon testing of undamaged sections of the returned sample. The actual device was returned and evaluated. Visual inspection confirmed that the ptfe coating had been sheared off the outer surface of the wire at approximately 95 - 125mm from the distal end. Magnified inspection showed that the coating had been sheared longitudinally from the proximal end in the distal direction. Inspection and testing of undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies and product performance specifications were met. A test sample from the current production run was used to intentionally damage the sample to simulate the observed damage to the returned device. The results confirmed that the ptfe coating sheared from the wire shaft when it had come in close contact with a sharp object and then was pulled in the proximal direction. The frictional force exceeded the product's strength limits causing the coating to shear off the wire shaft. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that the reported exfoliated coating was related to a preexisting device defect or malfunction. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that state: "do not angulate the bending section or operate the forceps elevator abruptly while the distal end of the insertion portion is extended from the distal end of the endoscope. This could cause patient injury, such as punctures, hemorrhages or mucous membrane damage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the correct date of event. The date of event was initially reported as (B)(6) 2014. The date of event for this complaint is (B)(6) 2014.